Manufacturer narrative:
(B)(4). The reporter indicated, the device is not available for eval; therefore, we were unable to determine the root cause of the reported leak. Although a lot number was not provided, we can deduce that the set was manufactured on 05/2011, based on the expiration date provided by the customer.

Event description:
Received customer medwatch with the following event description: "an aminodarone bolus was infusing via the care fusion IV tubing. The nurse noticed the pt's condition deteriorating. Assessment by the nurse found that the aminodarone had leaked onto the floor through a crack in the tubing. The location of the crack was noted 'in the blue portion where it snaps into the IV pump'." Although requested, no add'l info has been provided by reporter.